Manufacturer narrative:
Clinical review: a temporal relationship exits between pd therapy with the liberty select cycler and the patient¿s death from cardiac arrest. However, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler or any issues with pd treatment. The patient had a medical history that included pre-existing cardiac comorbidities and stroke (unrelated to dialysis) with report of decline in overall health. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient's pre-existing cardiac comorbid conditions and stroke place that patient at higher risk of mortality. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient expired while connected to the liberty select cycler. It was reported that the patient's death was not pd related. There were no reported allegations that the death was related to any product related issues. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). Per the pdrn, the patient expired on (B)(6) 2025. The patient had completed treatment and was still attached to the cycler. It was explained that the patient had pre-existing comorbid conditions of cardiovascular disease with previous stroke (unrelated to pd therapy) and was declining in overall health. The nurse indicated that the patient expired from cardiac arrest which was attributed to the patient¿s pre-existing cardiovascular comorbid conditions. The pdrn stated there were no issues with the pd treatment and stated several times that the death was not related to product or pd therapy. No further information about the death was available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage due missing door logo. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette occurred during the treatment test. System air leak, teach pump, and valve actuation tests were performed and passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient expired while connected to the liberty select cycler. It was reported that the patient¿s death was not pd related. There were no reported allegations that the death was related to any product related issues. Additional information was obtained during follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). Per the pdrn, the patient expired on (B)(6) 2025. The patient had completed treatment and was still attached to the cycler. It was explained that the patient had pre-existing comorbid conditions of cardiovascular disease with previous stroke (unrelated to pd therapy) and was declining in overall health. The nurse indicated that the patient expired from cardiac arrest which was attributed to the patient¿s pre-existing cardiovascular comorbid conditions. The pdrn stated there were no issues with the pd treatment and stated several times that the death was not related to product or pd therapy. No further information about the death was available.